Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient appeared on the es portal but was not showing up on the station. A technical support specialist (tss) dialed into the server and identified that the patient's inactivity had exceeded 7 days. The customer was informed to increase the inactivity setting to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient had appeared on the es portal but not displayed on station, preventing nurses from accessing medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.